Manufacturer narrative:
Product complaint # (B)(4). Evaluation: it was received for analysis an unopened sample of product code w8721, lot mlq189. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During its use, the strand pulled off the needle. Another like suture was used and so, the suture was weakened. There were no patient consequences reported.